Manufacturer narrative:
This initial emdr is being submitted to the FDA for a reportable event that occurred outside the USA. Injector malfunction is indicated as a potential malfunction related to the iol, as stated under the warnings section of the product's instructions for use (IFU). Regarding section h6 - manufacturer's codes for: type of investigation, findings, and conclusion are pending completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Event description:
Event occurred in brazil. Injector malfunction. The injector system broke during the insertion of the intraocular lens. Problem code: a26 - insufficient device problem information.

Manufacturer narrative:
This follow-up report #1 emdr is being submitted to FDA for a reportable event that occurred outside the USA. The report includes and additional information not available/included in the initial report. Additional information: b5 - included additional event information not included in the initial report. Regarding section h6 - manufacturer's codes for: type of investigation, findings, and conclusion are pending device return and completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Event description:
Event occurred in brazil. Injector malfunction. The injector system broke during the insertion of the intraocular lens. Problem code: a26 - insufficient device problem information. Additional information received: step 3 did not work correctly. No images/videos of the product are available. The surgery was completed using another lens and the patient is fine. The patient impact was temporary since the surgery was completed using another lens. The customer has not received the complaint product from the hospital yet.

Manufacturer narrative:
This follow-up report # 2 emdr is being submitted to FDA for a reportable event that occurred outside the USA. The report includes corrected and additional information not available/included in the initial report. Corrected information: h6 - updated codes for manufacturer's investigation: type; findings; and conclusion. Additional information: g6 - type of report - noted as follow-up #2. H2 - type of follow-up - noted for additional information. The product was not returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. The product has been awaiting return. The product was not returned and appearance check was not performed. No further information / evidence available. No abnormalities were found in production and inspection records of the product (serial no.: (B)(6); model: pc-60r). The exact root cause was not determined. However, based on the available information and our investigation, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.